Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. The root cause of the event is likely a combination of damage from instruments and lipid exposure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic hysterectomy "cut down" - "surgeon removed the trocar there was a section missing of the plastic piece that holds the trocar." Additional information received via app from sales rep on october 21, 2016: doctor was doing a lot of instrument exchange through the trocar. A piece of the cannula chipped off and was recovered from abdominal cavity. Trocar was discarded after case. Patient status - "patient was fine."